Event description:
It was reported that there was a perforation, and a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was performed and a pigtail catheter was positioned in the laa of the patient. The physician then inserted the was and positioned it in the laa. When removing the pigtail catheter from the patient the was perforated through the laa. The perforation led to a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained fluid from the patient. The patient remained stable during this event and the procedure was cancelled. The patient is expected to make a full recovery from this event.